Manufacturer narrative:
Method: device not returned. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. The device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances. No additional information is available at this time. Investigation is ongoing.

Event description:
Per operative report, it was learned that patient exhibited increasing shortness of breath, dyspnea on exertion, fatigue, and congestive heart failure. Tee showed severe bioprosthesis aortic stenosis and severe bioprosthetic mitral regurgitation. Both aortic (subject device) and mitral ( ref MFR report # 2015691-2010-14261) bioprosthesis were explanted. The aortic valve leaflets were completely thickened and fully calcified. Of note, the valve was very nicely seeded. The mitral valve was incredibly calcified, almost immobile; there was a wide open central jet of mitral regurgitation on tee. No evidence of perivalvular leaks.

Event description:
It was reported that the aortic pericardial bioprosthesis was explanted after an implant duration of approximately 46 months due to unknown reasons. The device will be returned by the hospital staff. Please reference related device 6900ptfx, 27mm, sn: (B)(4). Per email response received on 06-oct-2010 from the surgeon, the patient has normal renal function and no endocarditis.

Manufacturer narrative:
Additional manufacturer narrative: the complaint device was discarded, thus no further investigation can be performed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.